Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive and torn. The patient was unable to confirm whether the response issues or damage had occurred first. There is no further information regarding the complaint available at this time. There is no adverse event with this case. This case is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found the keypad was torn. The contrast button was unresponsive while the ¿up¿, ¿down¿ and ¿ok¿ buttons responded properly. Upon removal of the keypad cover, contamination was found under all the button contacts. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test screen functioned properly.